Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. . Reportedly, the customer was not completing the cartridge air removal step. Technical supported educated the customer that this is off-label. Customer declined further troubleshooting and continued to use the existing cartridge.